Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing orientation dot observed assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease flat observed on the device. ¿ black particles observed on the device and the gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.